Manufacturer narrative:
(B)(4). This is a reusable OEM device; therefore, a lot history review was not applicable. A lot number was not provided and the specific product serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance. The device was returned to the factory for evaluation. It showed signs of clinical use. A visual inspection of the cord was conducted. The insulation of the cord was broken at both connection ends with exposed wires. Based on the condition of the device as returned and the results of the investigation the reported failure was confirmed for "break." (B)(4).

Event description:
The hospital reported that the hemopro extension cable had wires exposed at the connection between the end of the plug and the machine. There was no patient involvement.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that the hemopro extension cable had wires exposed at the connection between the end of the plug and the machine. There was no patient involvement.